Event description:
It was reported that post-operative to a laparoscopic gastric bypass procedure the patient showed symptoms of bleeding. The surgeon took the patient back for a re-op and laparoscopically was able to stop the bleeding by suturing the staple lines. The cause seemed to be the stapling of the jejunum transection with a white cartridge. The devices were discarded after the primary procedure and not available for return. There is no further information presently available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.